Event description:
According to the info received, the pt's hearing has decreased slightly over time. The pt's mother stated that it was bad in comparison to her first fitting. This deterioration began in april or may of this year. Testing confirmed that the device has malfunctioned. It was thought that repositioning of the reference electrode would be sufficient, but the pt was re-implanted on (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.